Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for in a patient for the endovascular treatment of a ruptured 9.1 cm in diameter abdominal aortic aneurysm. The CT scan showed a very angulated short neck. The physician wanted to attempt the endovascular option. The stent grafts were successfully implanted but on the final run there was a type ia endoleak. The angulation was too severe for the top of the stent graft to seal. The physician then opened patient to attempt to sew an open graft to the existing endurant limbs. The physician was unable to sew to the aorta as the aorta kept tearing every time he would sew to it. Patient ultimately expired. The physician stated that the cause of the event was anatomy; severely angulated short neck. The physician stated that the cause of death was due to the ruptured aaa and blood loss. No additional clinical sequelae were reported.